Manufacturer narrative:
Investigation: the optia machine displayed an initial fluid balance of 94% and a final fluid balance of 93%. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The operator made numerous adjustments to the ac ratio in order to address clumping in the set. In addition, the operator made many adjustments to the collect flow rate, inlet flow rate and collection preferences throughout the entire procedures. All these adjustments affected the final fluid balance, and the system performed as intended by updating different run parameters including final fluid balance. Root cause: a root cause assessment was performed for the patient receiving intravenous fluids. A definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: based on the screen shots of procedure report provided by the customer, the customer had made numerous adjustments to various run parameters affecting the final fluid balance throughout the entire procedure. The operator then opted to terminate the procedure early before the system had a chance to return enough fluids to achieve the target fluid balance. IV fluids were given as part of the patients underlying disease state or proactively in an attempt to minimize fluid shift during the procedure.

Event description:
The customer reported to terumo bct customer support that during and white blood cell (wbc) depletion procedure on a pediatric patient there was an issue with fluid balance and a hypovolemia warning occurred. Per follow up with the customer, the patient was receiving IV fluids at 120ml/hour and the customer chose to give 50ml of the rinseback to be less fluid negative. It is unknown if unplanned additional fluid were given for this event. Patient age, ID and outcome are unknown. The collection set is not available for return because it was discarded by the customer. The customer has declined to provided further information for this event.

Event description:
The customer reported to terumo bct customer support that during and white blood cell (wbc) depletion procedure on a pediatric patient there was an issue with fluid balance and a hypovolemia warning occurred. Per follow up with the customer, the patient was receiving IV fluids at 120ml/hour and the customer chose to give 50ml of the rinseback to be less fluid negative. It is unknown if unplanned additional fluid were given for this event. Patient age, ID and outcome are unknown. The collection set is not available for return because it was discarded by the customer. The customer has declined to provided further information for this event.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation: the optia machine displayed an initial fluid balance of 94% and a final fluid balance of 93%. Investigation is in process, a follow-up report will be provided.